Event description:
During a paroxysmal atrial fibrillation procedure, a pericardial effusion was observed. The effusion was noted prior to the patient leaving the lab and did not require any treatment or intervention. According to the physician, the pericardial effusion is believed to have occurred during the transseptal puncture.